Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps called after the fact and said that while the surgical plan reflected enough flexion to be far from femoral notching, the doctor said when he did the anterior cut it felt like it notched a little. I would not typically enter a ticket for this matter, but mps had already spoken with fse prior to the call and said he was coming to check the arm. Case type: tka.

Manufacturer narrative:
Reported event: it was reported, ¿mps called after the fact and said that while the surgical plan reflected enough flexion to be far from femoral notching, the doctor said when he did the anterior cut it felt like it notched a little. I would not typically enter a ticket for this matter, but mps had already spoken with fse prior to the call and said he was coming to check the arm. Case type: tka¿. Product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: reset homing constants, transmission ratio, kinematic calibration of both sides, auto arm accuracy. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review a review of device history records shows that rob570 was inspected on 10 may 2017 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999, rob570 reports no similar complaints related to the failure in this investigation conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. The field service engineer was not able to reproduce the event during an onsite inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps called after the fact and said that while the surgical plan reflected enough flexion to be far from femoral notching, the doctor said when he did the anterior cut it felt like it notched a little. I would not typically enter a ticket for this matter, but mps had already spoken with fse prior to the call and said he was coming to check the arm. Case type: tka.